Event description:
It was reported that the ilet generated multiple alert code 61 events indicating an external flash write error, and the user transitioned to an alternative insulin therapy until a replacement was provided. Symptoms included no reported changes in blood glucose. Outcomes included no injury, no medical intervention beyond device replacement, and no hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.